Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed the system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the system rebooted itself two times during surgery. User was unable to provide any further details of the event. The system was continued to be used for the surgery. Issues occurred intra/peri-operatively with no reported impact to patient outcome.